Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1/initial reporter address 1: (B)(6).

Event description:
The customer reported the screen of the colonovideoscope became noised during inspection for use. There was no patient injury reported.